Event description:
Event was reported to caldera medical by an attorney. The pt has suffered vaginal pain, urinary problems, incontinence, urinary retention, constipation, painful sex, odor, and pain in her side which becomes much worse during bowel movements. No further info has been provided.